Event description:
The facility representative reported, an infusion pump with failure code 570 during biomed testeing. The hospital representative stated, that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 02 2007. Evaluation summary:the condition of fail code 570 was confirmed. This fail code was caused by depleted batteries. The batteries were replaced. This issue is currently being investigated under mdq-CAPA. Review of the complaint history reveals similar reports have been received for this product for the reported issue.